Event description:
Received covid home tests from FDA on (B)(6) 2024. Expiration date (extended) is 12/29/2024. Unless you expect to test more than monthly, even the extended date is ridiculous. Clearly, FDA subsidized manufacturers who cleaned out their aging stock with little regard to consumer health and safety. FDA needs to investigate and better regulate this program.